Manufacturer narrative:
No procedure pak sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional informed received on 30-oct-2023, the patient's visual acuity were od - 20/40 and os - 20/60.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after cataract surgery in the right eye (od), the patient experienced floaters, endophthalmitis (positive for staphylococcus), pain, decrease visual acuity (va), pain, aqueous cells (present) and fibrin (present). The patient received dexamethasone, vancomycin and ceftazidime (od) for the events. The patient current condition was ongoing. The patient was under continuous monitoring.